Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie was failed and had read write errors. A field service engineer replaced card connector and reseated cables, to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.